Event description:
It was reported that during implant the right ventricular (rv) lead experienced t-wave oversensing (twos) post ventricular pace. The physician attempted to reposition the lead several times and still the twos was present. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.